Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle hub cracked and broke apart while attaching it to the syringe. Additionally, foreign matter was found on the bevel of the needle. The following information was provided by the initial reporter: "issue #1: needle hub cracked and broke apart when attached to a carepoint 3 ml syringe issue#2: unknown substance attached to the bevel of the needle"